Manufacturer narrative:
Concomitant product : 638bl32 heart band, implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.